Event description:
The customer reported being unable to save images. The field engineer noted this issue occurred during the cine mode. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.